Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensed p-waves during a pause episode. It was further reported that the icm listed the pause duration as shorter than expected, and experienced suspended electrocardiogram (ECG). The icm remains in use. No patient complications have been reported as a result of this event.